Event description:
It was reported that, after a tha surgery had been performed, it appears on x-rays that the legion hk hinge knee system is malfunctioning. Surgeon will be removing hinge components and putting in a link hinge just to try something new for the patient. It is unknown the current status of the patient.

Manufacturer narrative:
H3, h6: the device, used for treatment, was not returned for evaluation. Therefore, a product analysis could not be performed at this time and the reported event could not be confirmed. A medical investigation was conducted and confirms without clinically relevant documentation, the root cause for the reported broken/malfunctioning legion hinges and the patient¿s subsequent revisions cannot be fully evaluated. The patient impact beyond the revisions and the postoperative healing, cannot be determined. No further medical assessment is warranted at this time. Should additional clinically relevant documentation/ information become available, the clinical/medical task may be re-evaluated. Factors and/or some potential probable causes that could contribute to the reported event have been identified as overuse or excessive pressure on the joint, injury, infection and/or patient condition. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. Without the actual product involved and/or device information, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. No further actions are being taken at this time. We consider this investigation closed.